Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v526889, implanted: (B)(6) 2010, product type: lead.

Event description:
The consumer reported that the patient's stimulation had been turned off because it was bothering them in (B)(6) 2015. It bothered them off and on and the patient was considering having the device taken out. It made their whole body feel like it was crawling. The patient even had it on a low setting at 1.0v. If the patient had known half of the stuff about the system they wouldn't have had it done. It was not explained to them. The consumer further reported that when the device was put in was when all their problems started. The patient thought the device was a waste of time and money. It was never really explained to the patient the dos and don'ts before they had it done. The patient's device was removed on (B)(6) 2016. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.